Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection found a leak on the exposed soft cannula near the formed needle tip. Under magnification, the formed needle could be seen poking through a hole in the soft cannula. It could not be determined when this damage occurred. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reports that the pod was leaking and her blood glucose levels was reading at 309 mg/dl while wearing the pod on the arm. The patient's blood glucose history are as follows: time: 10:55 am, bg(mg/dl): 186; afternoon, 198; 05:28 pm, 182; 07:00 pm, 309.